Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's son reported the patient was having an irritation on the side where the shoulder strap and band meet. The doctor believes the irritation could have been caused by a possible reaction to the garment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor requested the patient be remeasured and prescribed hydrocortisone. Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's son reported the patient was having an irritation on the side where the shoulder strap and band meet. The doctor believes the irritation could have been caused by a possible reaction to the garment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor requested the patient be remeasured and prescribed hydrocortisone. Follow up indicated the irritation improved. Supplemental report 9/29/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.